Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case and were a combination of reference point selection (not selected in a single circle around the edge of the mask), and the extremely shallow depth of the fire causing noise artifacts.

Event description:
It was reported that during an ablation procedure, blue pixels presented in a ribbon. The user laid off the foot pedal, and lowered the laser output to 78%, but the residual blue pixels remained present. It was noted that a biopsy was performed prior to the procedure, and that the probe was very superficial and just under the surface of the brain. There were no patient complications reported in relation to this event.